Manufacturer narrative:
(B)(4). Hold button missing. Results: evaluation of the returned product found hold/suspend button is missing, therefore the function cannot be tested. Unit has power but alarm does not sound when magnet is removed from magnet plate. Nurse call light comes on when it should when using a working nurse call test fixture. Note: posey instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cell in the alarm. Do not mix old and new batteries, or battery brand within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported that the hold/suspend button is missing. There was no pt incident or injury reported.